Event description:
Procedure: low anterior resection double staple. According to the reporter: when jaws were opened after the initial firing was done by pressing the blue button, a surgeon confirmed only two third of staples had been fired on the tissue. The instrument partially fired. Using a new egia60amt on the same handle, no problem was confirmed to recover the failure staple line and to complete the case with no problem. It required the second firing to complete the operations to cut the concerning part of the rectum completely. There was proper staple formation. Nothing of missing staples issue was reported. No patient harm. The patient current status: good. Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. No problem in release of device from tissue. No tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).